Manufacturer narrative:
Preliminary analysis suspected that the root cause of the reported issue may be attributable to a battery depletion.

Event description:
During the patient¿s pacemaker follow-up visit dated (B)(6) 2017, the subject device was interrogated. Then, the programmer screen displayed the message stating that the device was in standby mode. The operator attempted to re-initialize the pacemaker, however it was unable to be done due to a telemetry error. As the pacemaker was unable to be interrogated, it was decided to perform a pacemaker check again on (B)(6) 2017 using another programmer. On (B)(6) 2017, the pacemaker was considered to have reached the eol. After the operation of the pacemaker was confirmed on ECG, it was decided to perform a replacement procedure on (B)(6) 2017 at another hospital. From the patient¿s pacemaker check record, it was confirmed that the pacing mode of the pacemaker was reprogrammed to dddr on (B)(6) 2013 and the ventricular output was programmed to as high as 3.0 v/1.0 ms as on (B)(6) 2015. Considering these parameters, the battery depletion of the pacemaker was considered normal. On (B)(6) 2017, the scheduled replacement procedure was performed to replace the whole pacing system. When the previous atrial and ventricular non-sorin leads were disconnected from the subject device, both non-sorin leads were damaged due to over-time deterioration; for each of the two leads, the insulation was fractured and the coil was extended when pulled out from the port of the pacemaker. The damaged leads were cut off, capped, and abandoned inside the patient¿s body. A new pacing system was implanted without any reported irregularities. Preliminary analysis suspected that the root cause of the reported issue may be attributable to a battery depletion.

Event description:
During the patient¿s pacemaker follow-up visit dated (B)(6) 2017, the subject device was interrogated. Then, the programmer screen displayed the message stating that the device was in standby mode. The operator attempted to re-initialize the pacemaker, however it was unable to be done due to a telemetry error. As the pacemaker was unable to be interrogated, it was decided to perform a pacemaker check again on (B)(6) 2017 using another programmer. On (B)(6) 2017, the pacemaker was considered to have reached the eol. After the operation of the pacemaker was confirmed on ECG, it was decided to perform a replacement procedure on (B)(6) 2017 at another hospital. From the patient¿s pacemaker check record, it was confirmed that the pacing mode of the pacemaker was reprogrammed to dddr on (B)(6) 2013 and the ventricular output was programmed to as high as 3.0 v/1.0 ms as on (B)(6) 2015. Considering these parameters, the battery depletion of the pacemaker was considered normal. On (B)(6) 2017, the scheduled replacement procedure was performed to replace the whole pacing system. When the previous atrial and ventricular non-sorin leads were disconnected from the subject device, both non-sorin leads were damaged due to over-time deterioration; for each of the two leads, the insulation was fractured and the coil was extended when pulled out from the port of the pacemaker. The damaged leads were cut off, capped, and abandoned inside the patient¿s body. A new pacing system was implanted without any reported irregularities. Preliminary analysis suspected that the root cause of the reported issue may be attributable to a battery depletion.